Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation and was subjected to a laboratory bubble point test. There were no leaks detected, possibly due to coagulated blood in the headers. The dialyzer was disassembled for further evaluation and a potted fiber fragment was identified on the cavity ID end at approximately 20°, with the dialysate ports situated at 0°. The fiber fragment was embedded within the inferior of the potting surface with the end of the fiber near the edge of the dialyzer housing, it did not extend significantly. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not reveal any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no other complaints reported against this lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility purchasing agent reported that a dialyzer blood leak occurred one hour into the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.